Event description:
The abdominal drape for chs c-section lot # 17nb2154 came in with a blue tape securing each corner of her bag window of the abdominal drape. In two separate cases, the tape dislodged from the drape traveling into the abdominal I cavity as per (B)(6). Reason for use: drape for c sections.